Event description:
A technician reported a case of "trace / 1+" diffuse lamellar keratitis (dlk), observed on a patient's right eye at two day post lasik treatment. Reporter indicated the patient was placed on increased topical steroid eye drops. Patient indicated she was doing well. Upon follow up, reporter indicated the patient issue has resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).